Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and cracking or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitant medical product: (B)(6), 02-010-01-0325 - logic femoral ps cem right sz 2.5; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk; (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t; (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack; (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19; (B)(6), 13a2101 - cemex system fast genta 70g.

Event description:
As reported via legal documentation, this patient had right knee replacement surgery on (B)(6) 2016 due to advanced osteoarthrosis. They underwent right knee revision surgery (B)(6) 2023, approximately 6 years 8 months after their primary procedure. According to the (B)(6) 2023 op report: the classic increased synovitis was noted. No purulence whatsoever. The synovium was thickened, polyethylene engorged synovium. This was debrided, which was significant amount. The polyethylene had some significant medial compartment wear in the posterior aspect of the tibial spine that was also significantly worn. There were some large macro cracks in the medial plateau also. The femoral component was stable when stressed. The tibial component was stable also. The patellar component was encased in some significant scar and synovitis, which was debrided. The patient tolerated the procedure well. There were no apparent intraoperative complications. All counts were correct. No breaks in sterile technique. No significant specimen. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided.